Manufacturer narrative:
Na. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4, prolapsed posterior leaflet, and a mean pressure gradient of 3mmhg. A mitraclip xtw was inserted and deployed on the mitral valve. A mitraclip xt was inserted and deployed on the mitral valve, reducing mr to a grade of 1-2. However, post procedure, after the transthoracic echocardiogram (tte) probe was removed, an esophageal tear was observed. It was noted that the esophageal tear was due to the transthoracic echocardiogram (tte). Additionally, the pressure gradient increased to 7-8mmhg, likely leading to right ventricular (rv) failure. The patient was reported to be stable.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the mitral stenosis. The heart failure appears to be related to the mitral stenosis. Mitral stenosis and heart failure are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional intervention or treatment was provided. There is no indication of a product issue with respect to manufacture, design, or labeling.